Event description:
It was reported that the device was used during a gastric procedure. The device fired and became stuck on the tissue and would not release. They manipulated and used other devices to remove the device. The device was "yanked off" the tissue. Another device was used to complete the case. There was no adverse consequence to the pt. Add'l info was requested, and the following was received: how many clips were fired? Unk. What happened prior to the device locking up? Unk. What tissue was the device being fired across? Unk. What did you do to open the device? How was it removed? Tried pulling handle out-had to force pull it off. Did the surgeon try to pull the trigger from the handle? Yes. Did the pt have any pre-existing conditions? No. Was the pt's post op care changed? No. What is the pt's current status? Fine.

Manufacturer narrative:
Eval summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument fed and formed 6 conforming clips, 2 malformed clips due to bypass and 1 double fed clip. The jaws jammed in the closed position, due to the bypass tissue, the trigger had to be manually assisted to release the jaws. The instrument locked out as intended. A batch record review was performed and no anomalies were found during the mfg process.